Event description:
The complainant alleged that during routine shift check by a clinician, the device did not power up. The complainant indicated there was no pt involvement in the reported malfunction.